Event description:
During a routine shift check by a clinician, the device was unable to obtain an ECG signal and displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.